Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of p-waves sensing was observed. Atrial lead dislodgement was confirmed via chest x-ray. The lead was repositioned successfully. The patient was stable.